Event description:
Implant card was later received reporting that the patient had a generator replacement. The suspect device has not been received to date.

Event description:
It was reported that a patient has been experiencing pain due to a low battery. The patient was referred for generator replacement. The vns has been disabled and will remain off until the generator is replaced. The patient's physician indicated that the pain was assessed to be due to the vns stimulation and was occurring in the patient's neck; the surgical intervention is to preclude a serious injury. Update was later received that the patient will wait for now to have their generator replaced. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.